Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on electronic assembly. Moisture damage was also found on motor assembly. Unable to verify alarms due to blank display anomaly. The insulin pump had a cracked display window corner, reservoir tube lip, and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump is alarming. The blood glucose reading is 180 mg/dl. Nothing further reported.